Event description:
It was reported that cartridge alarm 20 occurred on pump and that issue did not involve loading process or any prior similar alarms with this pump. There was no adverse impact to the customer¿s blood glucose level. Customer attempted to load new cartridge with guidance from technical support but alarm recurred, so pump replacement was arranged under warranty, customer planned to use multiple daily injections as backup insulin therapy, and customer was instructed to place pump in storage mode, re-enter pump settings, reconnect continuous glucose monitor to replacement pump, and return problematic pump using prepaid label within specified time frame.